Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male patient. The patient was taking hp ergo, teal/clear (humapen ergo, teal/clear) lot 40070, for treatment of diabetes mellitus beginning on approximately six years ago, 2000. Approximately in 2006, six years after the beginning of treatment, the hp ergo, teal/clear cartridge holder was reported to be broken, showing the cartridge holder engagement tabs broken. The hp ergo, teal/clear complaint is associated with cid00463164. The operator of the device is unk. The operator was trained. It was unk for how long this device model had been used. The operator has used the reported device for approximately six years. The return of the device is anticipated. It was unk if the hp ergo, teal/clear was discontinued or switched to new device.

Manufacturer narrative:
Investigation in progress.